Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of an f-38 alarm was confirmed. The cause of the reported condition was due to a damaged right force sensing resistor (fsr). To correct the issue the fsr was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.